Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to a third-party service center for evaluation and the customer¿s complaint was confirmed. The error logs were reviewed and a ventilator inoperative error code related to drift of the machine flow sensor was found. Evt_mach_flow_drift_high means the machine flow sensor drift above the specification (0.2lpm). The system board was replaced to address the issue.